Event description:
The customer reported a leak affecting test results when using the unicel dxc 600 synchron system. The instrument generated multiple suppressed results for cartridge chemistries bun (blood urea nitrogen), cr-s (creatinine), glu (glucose), and false low glu results for three patient samples. The results were not reported outside of the lab. There was no impact to patient treatment. The patient demographics for one of the three patients is provided in section a.

Manufacturer narrative:
Customer technical support performed telephone troubleshooting to assist the customer. The customer was advised to check the reagent syringe and found the syringe was slightly loose and wet on the outside. The customer tightened the syringe and the issue was resolved. Identified failure mode: the failure mode is the loose reagent syringe. The customer tightened the syringe and the issue was resolved. The customer stated that they had not performed recent maintenance on this syringe, although it was confirmed that customer is up-to-date on their scheduled maintenance.